Event description:
It was reported that a patient with this artificial urinary sphincter (aus) experienced recurring incontinence. A surgical procedure was performed in which the aus was explanted. No further complications were reported.